Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal superficial femoral artery with moderate tortuosity and heavy calcification. The 5.0/40 x 80 cm fox plus balloon catheter was prepared per the instructions for use, prior to use. The balloon catheter was advanced through a 6f sheath without any resistance. The balloon could be positioned in the lesion, but during the first attempt of inflation (no manometer was used, therefore the pressure could not be provided) the balloon inflated slightly; however, contrast was observed leaking distally out of the balloon. The balloon was deflated and removed without issue. The lesion was treated successfully with a new balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: radifocus introducer ii 6f, sheath: 6f terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.